Manufacturer narrative:
Informational: error trapping can be handled using one of two different methodologies based on a setting in the sunquest laboratory system. This setting is pointing to one of the following: if set to "zt1", then the old error trapping is used. If set to "zt2", then the new error trapping is used. Setting error trapping to zt2 was handled via a conversion utility that was run as part of the process when the sunquest laboratory system is loaded. Note: if this setting is not set to either zt1 or zt2, then the system will assume zt1. When zt2 was introduced in cache it to enhance error trapping information to make troubleshooting easier by making more variables available when investigation an error. The routine that communicates information back and forth between cache and the gui application is lu0. This program builds "stacks" of information that is used to communicate the information to gui from cache. The lu0 program checks the setting for the error trapping methodology. When zt1 error trapping is utilized, the stacks are not always built correctly therefore incomplete information can be communicated up to the gui application. When zt2 error trapping is used, the stacks contain the complete information and is communicated to the gui application.

Event description:
Preliminary information on the problem: problem: while performing in-house testing on the sunquest laboratory system while the error trapping was set to zt1, an error occurred at the cache operating system level that was not displayed in the gui (graphic user interface) application. While this error was recorded in the error log in the sunquest laboratory system, it was not transmitted to the gui application. The user was unaware an error occurred and allowed to proceed when in fact this error should have terminated the gui application.